Manufacturer narrative:
(B)(4). E7034 wallflex biliary preoperative drainage natx clinical trial. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx fully covered stent was implanted to treat a 2.3 cm malignant adenocarcinoma tumor in the head of the pancreas during an endoscopic retrograde cholangiopancreatography with stent placement procedure performed on (B)(6) 2015 as part of the e7034 wallflex biliary preoperative drainage neoadjuvant clinical study. Baseline assessment of biliary obstructive symptoms was conducted with no symptoms identified. The patient's baseline karnofsky score was reported as 80. The patient's weight was reported to be (B)(6). Tumor imaging was obtained using eus, and CT of abdomen and pelvis. The clinical tumor stage was reported to be iia t3 n0 m0. Baseline laboratory tests were conducted on (B)(6) 2015. On (B)(6) 2015, the initial stent placement was performed as an outpatient procedure. A 10mm x 60mm wallflex biliary rx fully covered stent was implanted in a satisfactory position across the stricture. Prophylactic antibiotics were administered to the patient. On (B)(6) 2015, the patient had an onset of acute cholecystitis which was deemed related to the study stent. The patient was hospitalized on (B)(6) 2015. The event has resolved and the patient was discharged from the hospital on (B)(6) 2015.

Event description:
It was reported to boston scientific corporation on december 17, 2015 that a wallflex¿ biliary rx fully covered stent was implanted to treat a 2.3 cm malignant adenocarcinoma tumor in the head of the pancreas during an endoscopic retrograde cholangiopancreatography with stent placement procedure performed on (B)(6) 2015 as part of the e7034 wallflex biliary preoperative drainage neoadjuvant clinical study. Baseline assessment of biliary obstructive symptoms was conducted with no symptoms identified. The patient¿s baseline karnofsky score was reported as 80. The patient¿s weight was reported to be (B)(6). Tumor imaging was obtained using eus, and CT of abdomen and pelvis. The clinical tumor stage was reported to be iia t3 n0 m0. Baseline laboratory tests were conducted on (B)(6) 2015. On (B)(6) 2015, the initial stent placement was performed as an outpatient procedure. A 10mm x 60mm wallflex¿ biliary rx fully covered stent was implanted in a satisfactory position across the stricture. Prophylactic antibiotics were administered to the patient. On (B)(6) 2015, the patient had an onset of acute cholecystitis which was deemed related to the study stent. The patient was hospitalized on (B)(6) 2015. The event has resolved and the patient was discharged from the hospital on (B)(6) 2015. Additional information received on january 22, 2016: the patient presented with pain in the epigastrium and right upper quadrant. Acute cholecystitis was diagnosed using ultrasound. CT showed the stent was in place, lung nodules and a mass near the umbilicus. Right upper quadrant ultrasound showed a dilated gallbladder and small volume pericholecystic fluid. The acute cholecystitis was treated with a cholecystectomy tube and drain.